Event description:
It was reported the epg (external pulse generator) freezes upon start-up. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device passed all incoming electrical tests with no anomalies found. Low battery indication is 7.2v nominal and end of operation is 6.3v nominal, in this low battery state the device can lock up during start up which is normal operation for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).